Event description:
Harmonic unit kept saying to tighten handpiece and replace unit. The cord was unplugged/plugged back in, multiple tests attempted with no change. The handpiece was replaced with a "like" handpiece that worked without issue. FDA safety report ID# (B)(4).